Event description:
There was an allegation of a questionable elecsys ft3 iii result for 1 patient sample on a cobas e 801 analytical unit. The initial result was 1.04 pg/ml. On (B)(6) 2022 the same sample was repeated and the result was 19.4 pg/ml. The results did not correlate to the patient's history. The results were reported to the patient's doctor, who ordered a new sample from the patient to be tested. On (B)(6) 2022 a new sample from the patient was tested and the result was 17.0 pg/ml. The reagent lot number is 55172001 with an expiration date of 30-sep-2022.

Manufacturer narrative:
The customer's calibration and qc were acceptable. From the provided information, a general reagent issue could be excluded. The investigation is ongoing.

Manufacturer narrative:
The investigation found the issue to be consistent with a pre-analytical handling issue.